Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the physician cut the hole out and checked the leads, which looked good. The patient was prescribed antibiotics for a week and a half. No additional adverse patient effects were reported. The rv lead remains in service.